Manufacturer narrative:
Manufacturer ref. No.:(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was not reproduced. The symptom was confirmed through a review of the event history log. Evaluation found the upper auxiliary nylon screws backed out, causing the upper link switch to not line up with the link. The upper auxiliary was replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump experienced system error 322. It was also reported there was no patient involvement.